Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up, cine fluoroscopy revealed fracture and externalized conductors. No intervention had been reported.